Event description:
Healthcare professional additionally reported performing ¿a hyaluronidase application procedure in the region where the product was stored, except in the region where granuloma formed. Procedure performed guided by ultrasound. Biopsy was not provided. Doxycycline was prescribed.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, b6.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the chin with 1ml of juvéderm® volux¿. The patient was concomitantly treated with ¿chlorhexidine.¿ approximately four months later the patient returned to the hcp reporting discomfort in the chin area with the presence of ¿nodulation¿ in the chin area. The symptoms appeared 15 days later when the allergic process swelled all over the face. Patient was treated with predsin (40mg 7 days), cephalexin (500mg 6/6h 14 days). Approximately two months later an ultrasound was performed with the following results, ¿inflammatory or non-inflammatory nodules, collections, nodules or masses of another nature. Extensive ecotextural inflammatory alteration in the superficial and deep adipose cushion of the mental region with doppler hypervascularization. Ecotextural alteration suggestive of extensive panniculitis in superficial and deep adipose cushions in mental regions focal deposits suggestive of calcium hydroxyapatite in zygomatic regions (surface cushions). Heterogeneous hypoechoic nodular images in a superficial and deep mental adipose cushion permeating panniculitis, suggestive of a granulomatous reaction, with mild inflammatory activity. These are late nodules with mild inflammatory activity mediating extensive panniculitis.¿ symptoms are ongoing.